Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi torque balance middle weight (ht bmw) elite guide wire separated prior to use. There was no resistance when the wire was removed from the dispenser hoop; however, the guide wire separated into two pieces. There was no patient involvement and the device was not used. An ht pilot 50 guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.